Event description:
Info rec'd indicates the valve was implanted full root. Tee noted gradient across valve was acceptable immediately post op, but started to rise and within a few hours was 80 mmhg. The valve was explanted and replaced the following day, with no add'l consequence reported for the pt.